Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the coating of the guide wire tip had detached. The target lesion was located in the anterior tibial artery. A 300cm straight tip v-14¿ controlwire® was used in a procedure; however, when the device was removed, it was noticed that the coating of the tip was detached and was found at the valve of the vascular sheath. The devices were removed from the patient and the physician was able to removed the detached fragment from the sheath valve. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has tip damaged, as part of overall visual revision. The device has the distal tip (polymer tip) detached; the detachement starts approximately at 298.5 cm from the proximal end. Besides, the distal tip is kinked. Overall length and outer diameter (od) of the distal tip could not be measured due to device condition (polymer tip detached). The od of the middle of the device and proximal section was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the coating of the guide wire tip had detached. The target lesion was located in the anterior tibial artery. A 300cm straight tip v-14¿ control wire® was used in a procedure; however, when the device was removed, it was noticed that the coating of the tip was detached and was found at the valve of the vascular sheath. The devices were removed from the patient and the physician was able to removed the detached fragment from the sheath valve. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.